Event description:
It has been reported to philips that the system would not boot and gave a ¿windows error¿. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips service engineer inspected the system onsite and analyzed the log file and identified problems with sectors on the hard disk drive (hdd) and graber cards of the flexvision pc. Upon troubleshooting, it was found that the issue occurred due to bad flexvision pc and sectors on the hdd. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc, hdd and restoring a ghost image in hdd by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.